Event description:
During an angiographic procedure, the wire guide hung up in the catheter. Upon removal, the catheter tip separated and remained on the wire guide. This was removed through a sheath and the patient has sustained no adverse effect from this event.